Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina and occlusion are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with paroxysmal chest tightness. Angiography revealed two vascular lesions. A 3.0x18mm xience xpedition stent was implanted in middle left anterior descending artery (lad) with 80% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized with intermittent chest pain. Coronary angiography showed that the stent was occluded. The patient was treated with two unspecified scaffolds. The patient was getting better and discharged, but the discharge date is unknown. The patient is in good condition. No additional information was provided.